Manufacturer narrative:
The respironics service tech reported finding power supply fuses open. The service tech replaced the power supply to correct the problem. Performance verification testing was performed and device passed per operating specs.

Event description:
The customer reported that the ventilator had no av power, and would only run on backup battery power. The ventilator was in use on a pt and there was no reported pt harm.